Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebz1720 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that during the placement of the PICC the sherlock was working but the intravascular rhythm for the 3cg did not. It was stated that upon completion of the procedure the rn removed the stylet and laid it on the bed. The rn picked up the wire and it was noted to be broken in half. There was no patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. A break in the polyimide tubing was observed. The distal 2.4cm segment of polyimide tubing, which contained the conductive epoxy, was received separate from the remainder of the stylet. A kink was observed in the polyimide tubing 1.3cm proximal to the fracture site. A microscopic examination revealed kinking in the polyimide tubing between magnets. The adjoining ends of the polyimide tubing were noted to be uneven. A break was observed in the solid core wire. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of rebz1720 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that during the placement of the PICC the sherlock was working but the intravascular rhythm for the 3cg did not. It was stated that upon completion of the procedure the rn removed the stylet and laid it on the bed. The rn picked up the wire and it was noted to be broken in half. There was no patient injury reported.